Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this for this implantable cardioverter defibrillator (ICD) system due to tachy therapy that appears to have been delivered due to atrial tachycardia with rapid ventricular response (rvr) or dual arrhythmia. Upon review, the rate appeared to have increased to the ventricular fibrillation (vf) zone. One burst of anti-tachycardia pacing (atp) and one shock were delivered, and the shock did convert. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this for this implantable cardioverter defibrillator (ICD) system due to tachy therapy that appears to have been delivered due to atrial tachycardia with rapid ventricular response (rvr) or dual arrhythmia. Upon review, the rate appeared to have increased to the ventricular fibrillation (vf) zone. One burst of anti-tachycardia pacing (atp) and one shock were delivered, and the shock did convert. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.